Manufacturer narrative:
Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter the tube was not filled completely due to bubbles. The following information was provided by the initial reporter. The customer stated: "blood could not be transferred properly due to formation of bubbles."